Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device had issues during firing/forming the clips. Some of the clips fell out of the jaws when starting to fire, some partially formed, and some scissored. The clips were feeding into the jaws correctly and some formed successfully. The surgeon kept trying to use the device until the clips ran out. All unformed and malformed clips were removed from the patient. The device was used on the cystic duct and cystic artery. There was no resulting tissue damage. Case completed with another device of the same product code after the clips ran out. There were no patient consequences reported.